Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the results of the investigation, the reported phenomenon was occurred due to a failure of the subject ch-s200-xz-ea.

Manufacturer narrative:
Local field service engineer checked the subject device and found that the reported phenomenon could not be duplicated. The subject otv-s300 and the subject ch-s200-xz-ea were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject otv-s300 and the subject ch-s200-xz-ea, abnormal image like sandstorm was displayed. When omsc attached the spare camera head to the subject otv-s300, abnormal image like sandstorm was not displayed and there was no abnormality of the subject otv-s300. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the otv-s300 and ch-s200-xz-ea, the endoscopic image of the subject device was not displayed suddenly. The user reconnected the ch-s200-xz-ea to the otv-s300 and restarted the otv-s300, abnormal image like sandstorm was displayed. The user replaced the subject device with another system to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. This is a report for otv-s300.